Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display was missing clinical information. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. Our investigation determined that the device shut down when the customer pressed the trend button. The customer's report was duplicated and identified to be related to the trends log memory approaching no availability. The log was erased which resolved the customer report. Reports of this type typically do not have any clinical impact as a trend log is not run when defibrillation, ECG analysis, or pacing functions would be performed. There is no risk of impeding the clinicians ability to administer patient care. It is important to note that the trend log will assume the display, meaning all patient monitoring ECG is no longer visible. The software was upgraded to reduce the probability of occurrence. Analysis for reports of this type has not identified an increase in trend